Event description:
Pt had removal of silicone gel breast implants due to capsular contractures with hardness and pain on right side. Pt had previously undergone bilateral subcutaneous mastectomies for severe fibrocystic disease with silicone gel implant reconstruction. The right capsule was noted to contain a copious amount of thick brownish fluid and a marked fibrinous exudate. The right implant appeared to be intact. The left capsule contained no fluid and an intact implant. Right implant weighed 215 gms, left implant 222 gms. The pathology evaluation of the right capsule revealed fibrosis with evidence of extravasation of silicone and hyalinized reactive fibrosis, left capsule hyalinized fibrosis with evidence of minimal-silicone extravasation. 350 cc saline implants were used for replacements.